Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a broken connector and additionally noted that the hanger assembly was also broken and that the display wires were pinched however the insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector was broken. The generator was returned for service. No patient comp lications have been reported as a result of this event.